Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was doing fine with no issues that the manufacturer representative was aware of. The patient¿s device was reset and there were no issues found. X-rays showed that the lead had not moved and they were getting perfect coverage.

Event description:
It was reported that starting about one month after implant the patient had a surging sensation. It became more frequent over time. They felt the surging in any position, was random, but was felt especially in the car when it was accelerating. When the surging would occur it would display the correct position but the patient did not check to see if the voltages were correct. The adaptive stimulation was then turned off however the surging continued. The patient had not had any falls or trauma but had lost 20 pounds. On the day of the call the impedances were check and within normal ranges, 600-900 ohms, with no shorts evident. The patient was noted to be getting great coverage. Palpation of the implantable neurostimulator (ins) at the pocket site did not result in pain and x-rays were scheduled. The caller also noted the patient has two bumps to the left of the scar where the lead was inserted and both are approximately the size of a dime. It was noted that one of the bumps may have been present prior to implant but over time they are becoming more pronounced and look like a muscle knot. The patient¿s health care provider (hcp) examined the bumps but it was not clear if the bumps were related to the surging. The patient was meeting with a surgeon on the day of the call. No outcome or intervention was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
The conclusion code no longer applies.

Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting that they were having an unrelated MRI for right and left shoulder issues. It was reported that the patient was pretty sure they had a CT scan of their back in the past. The patient had quite a lot of pain. It was stated that shortly after they were implanted they had 2 little lumps on each side of their lower back and that ¿those are basically superficial.¿ it was stated that around that time they had very little muscle tissue and had a very flat back. The patient had to have a lot of back surgeries and did not have any muscularity to their back. The implantable neurostimulator (ins) allowed them to really get their going and after the implant the patient was able to do therapy, move, and do a lot of things. The health care professional (hcp) injected them and massaged the lumps which were currently better. It was stated that now the patient¿s back ¿looks like a back again.¿ the patient started getting pain 4-6 months after they were implanted. The hcp did some injections, used heat, and massage to get the lumps to go away. The patient did not have them anymore. It was noted that the issues were resolved. No further complications were reported.